Event description:
The customer received questionable antibody to (B)(6) results for one patient. The result for the first sample was (B)(6) with reagent lot number 176962-04. Later, the patient was found (B)(6) with another method in another lab (specific information could not be provided). On (B)(6) 2014, the lab repeated testing on two samples from the patient and the result for both was (B)(6). The reagent lot number used was 178195-03. The patient was tested with western blot and the result was (B)(6). The lab tested the patient with arn viral and the result was negative. The negative results were reported outside the laboratory. The patient was not adversely affected. The expiration date of the reagents was requested, but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Two samples from the patient were provided for investigation. Both samples tested negative using the elecsys method and indeterminant using 2 different blot methods. The blot results were not reproduced to be positive as reported by the customer. There is no indication the device is not performing to specification. A possible reason for the differing results could have been igm-cross reactivity. The roche reagent contains reducing agents which may be inactivated by the igm cross reactivity. The sample was tested with a different version of the reagent which does not contain high concentrations of reducing agent and the result was positive.

Manufacturer narrative:
Additional information was received that the customer received two negative results (initial and repeat) for this patient. The other method in another laboratory that generated positive results was a beckman instrument with a biorad reagent. Samples from the patient were submitted for investigation. The samples were tested with the roche reagent and the results were non-reactive. With ortho elisa the results were reactive. With fujirebio inno-lia (B)(6) score(blot) and with mikrogen recomline (B)(6) igg (blot), the results were indeterminate. The blot analysis was not positive as reported by the customer, but indeterminate.